Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator. Programming changes were communicated with the physician. No further intervention was performed. The patient did not experience any adverse consequences.